Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the when trying to deploy the angio-seal, nothing came out of the tubing. Upon pulling it, the anchor and collagen were still in the tubing. Manual pressure was applied. The procedure being performed on the patient was an angiogram. There was no blood loss. The patient did not have any pre-procedure conditions or current medication. The reported event did not result in patient injury and did not require medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury or the need for medical intervention.